Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. A cuff miss as reported can be influenced by, but not limited to, manufacturing, patient anatomical conditions and user technique. The devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed. A cuff miss can be influenced by several factors, including, but not limited to a failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the black plunger to contact the purple body. Based on the reported information and the inspection criteria a definitive cause for the reported cuff miss and associated patient effects could not be determined. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.